Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. On an unreported date, the patient was hospitalized for the event and treated with an unspecified antibiotics . At the time of this report, the patient was discharged from the hospital and outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.